Event description:
The MFR's rep reported the pt was "getting poor effect from infusion". A dye study was performed and showed the catheter had pulled back out of the intrathecal space. Approx one month later, the pt had the catheter revised. The distal piece of the catheter was replaced and infusion resumed at a lower concentration and dose of baclofen (concentration and dose not reported). A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
.